Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the device unable to cross the lesion. The 80% stenosed target lesion was located in the moderately calcified and severely tortuous middle right coronary artery (rca). The 3.00x24mm promus element plus stent was advanced to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. Stent movement was also noted. The proximal edge of the stent was covering the distal markerband. The stent was severely damaged. Crimp marks were evident on the balloon. The hypotube was kinked at various locations along its length. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).